Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, the reload of the device would not close. Another reload with the same handle was used to complete the case. The event occurred during procedure but the device was not used in the patient. There was no patient harm.